Event description:
Boston scientific received information that this previously surgically abandoned lead was partially extracted due to a system infection. The proximal portion of this right ventricular (rv) lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.